Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 37-years-old male patient of an unknown origin. Medical history included type 1 diabetes mellitus (diagnosed age 11) and congenital autism (since age three). Concomitant medication was not provided. The patient received human insulin (rdna origin) (humulin n) and human insulin (rdna origin) (humulin r) injections from cartridge via reusable devices humapen ergo ii and humapen luxurua, devices were reported as blue an burgundy, however it was unspecified which model have each color (also unknown which insulin was administered with which device), 30 unit three time a day and 28 unit at night (humulin r), at 30-40 units once day and route of administration, for type 1 diabetes mellitus therapy, starting on an unknown date in 2010 (for both suspect). The patient had type 1 diabetes for more than 20 years, and he had problems with insulin injections, as reported. The patient stated that the blue pen used was completely broken and out of order, and burgundy pen was using a needle from years, and it did not press (pc number from humapen ergo ii: (B)(4); pc from humapen luxura: (B)(4). On (B)(6)2025, it was reported that on unknown date, unknown time after starting human insulins, patient s glucose level was going back and forth a little bit, but also, it was regulating it themselves, it was 30-32, and it was never going below 30 anyway and patient was administering insulin four times a day. The event blood glucose decreased was considered serious by the company due to its medical significance. On an unknown date, he had many psychological problems due to which he was hospitalized on an unknown date. His blood glucose level was around 200-250-300 (no units, values and references range provided) while her level was going over 200 (no units, values and references range provided). The event was considered serious due to medically significant reasons by company. Quetiapine fumarate was taken as corrective treatment for event psychological problems while for other events was unknown. Outcome of the events and the status of human insulins therapies was not provided. No further information was provided. It was not known whether the patient operated the devices or whether he was trained. The time period for which the devices were used or action taken were unknown. If device its returned, evaluation will be performed to determine if a malfunction has occurred. The initial reporting consumer did not provide any relatedness assessment between the event and the human insulin therapies or devices. This case is cross-referenced to case (B)(4) (same reporter). Update 10-feb-2025: additional information was received from the initial reporter via psp on 04-feb-2025. Added dosage regimen of suspect drugs, one serious event of psychological problems, one non-serious event blood glucose increased and one treatment drug quetiapine fumarate. Updated narrative with the new information. Update 18-feb-2025: information was received from initial reporter via psp on (B)(6) 2025. The reporter gave consent to contact patient's physician and provided contact information and stated that the physician may not recall the patient or may not be in the provided organization. Since no new medically significant information was reported, no changes were made to the case. Update 26-mar-2025: no new medically significant information received on 28-jan-2025 via affiliate. Pc number received and no new information added to the case. Edit 08apr2025: upon internal review, this case was edited to updated malfunction field of suspect devices to unknown; add pc numbers in narrative; add details on possible improper use in narrative (patient had problems with insulin injections); update device from humapen luxura half-dose to humapen luxura; and updated preliminary comments from devices. Narrative and corresponding fields were updated accordingly. Update 07may2025: additional information received on 05may2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome for (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as no for (B)(4), improper use and storage changed from no to yes for (B)(4), malfunction reiterated as unknown for (B)(4) and device return status to not returned to manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 07may2025 in the b.5. Field. This report is associated with 1819470-2025-00016 since there is more than 1 device implicated. No further follow-up is planned. Evaluation summary: a consumer reported his son's humapen ergo ii device "used was completely broken and out of order". The patient experienced decreased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 37-years-old male patient of an unknown origin. Medical history included type 1 diabetes mellitus (diagnosed age 11) and congenital autism (since age three). Concomitant medication was not provided. The patient received human insulin (rdna origin) (humulin n) and human insulin (rdna origin) (humulin r) injections from cartridge via reusable devices humapen ergo ii and humapen luxurua, devices were reported as blue an burgundy, however it was unspecified which model have each color (also unknown which insulin was administered with which device), 30 unit three time a day and 28 unit at night (humulin r), at 30-40 units once day and route of administration, for type 1 diabetes mellitus therapy, starting on an unknown date in 2010 (for both suspect). The patient had type 1 diabetes for more than 20 years, and he had problems with insulin injections, as reported. The patient stated that the blue pen used was completely broken and out of order, and burgundy pen was using a needle from years, and it did not press (pc number from humapen ergo ii: (B)(4); pc from humapen luxura: (B)(4)). On 28jan2025, it was reported that on unknown date, unknown time after starting human insulins, patient s glucose level was going back and forth a little bit, but also, it was regulating it themselves, it was 30-32, and it was never going below 30 anyway and patient was administering insulin four times a day. The event blood glucose decreased was considered serious by the company due to its medical significance. On an unknown date, he had many psychological problems due to which he was hospitalized on an unknown date. His blood glucose level was around 200-250-300 (no units, values and references range provided) while her level was going over 200 (no units, values and references range provided). The event was considered serious due to medically significant reasons by company. Quetiapine fumarate was taken as corrective treatment for event psychological problems while for other events was unknown. Outcome of the events and the status of human insulins therapies was not provided. No further information was provided. It was not known whether the patient operated the devices or whether he was trained. The time period for which the devices were used or action taken were unknown. If device its returned, evaluation will be performed to determine if a malfunction has occurred. The initial reporting consumer did not provide any relatedness assessment between the event and the human insulin therapies or devices. This case is cross-referenced to case (B)(4) (same reporter). Update 10-feb-2025: additional information was received from the initial reporter via psp on (B)(6) 2025. Added dosage regimen of suspect drugs, one serious event of psychological problems, one non-serious event blood glucose increased and one treatment drug quetiapine fumarate. Updated narrative with the new information. Update 18-feb-2025: information was received from initial reporter via psp on (B)(6) 2025. The reporter gave consent to contact patient's physician and provided contact information and stated that the physician may not recall the patient or may not be in the provided organization. Since no new medically significant information was reported, no changes were made to the case. Update 26-mar-2025: no new medically significant information received on 28-jan-2025 via affiliate. Pc number received and no new information added to the case. Edit 08apr2025: upon internal review, this case was edited to updated malfunction field of suspect devices to unknown; add pc numbers in narrative; add details on possible improper use in narrative (patient had problems with insulin injections); update device from humapen luxura half-dose to humapen luxura; and updated preliminary comments from devices. Narrative and corresponding fields were updated accordingly.